Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose was unknown. Customer states their key pad arrows are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to unlocked connector at the lcd board. The insulin pump has cracked case at the display window corners and minor scratched lcd window.